Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), product description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had open wound sore on his back which was infected. The physician did not believe that the infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.